Event description:
This patient who was enrolled in the study was admitted for carotid angiographic evaluation. She had high-risk criteria for intervention, including age and significant bilateral carotid artery stenosis requiring treatment. She had no neurological history, was asymptomatic and her pre-procedure hospital stroke scale score was 0. Angiography revealed a 90% stenosis of the left proximal internal carotid artery. The lesion was eccentric and moderately calcified. An angioguard rx was advanced beyond the target site and the 5mm basket was successfully deployed. Pre-dilation of the target lesion was not documented. A 7.0 x 30mm precise rx stent was deployed in the target lesion without complication. A second 8 x 30mm precise rx was deployed proximal to the target lesion overlapping the first stent. The angioguard device was successfully retrieved with no debris present in the basket. The post-procedure lesion stenosis was 10%. There were no reported procedural complications and no neurological deficits apparent when the patient left the angiography suite. Later that day, the patient experienced sudden onset of right-sided hemi-paresis, hemi-neglect, behavioral changes, dysarthria and aphasia. The patient was diagnosed with having had an ischemic stroke. Coagulation studies were not performed. The patient's symptoms did not improve and she expired approximately 7 days following the index procedure. The investigator felt that the stroke was due to the index procedure and was not related to cordis product. Additional information will be submitted within 30 days of receipt.